Event description:
Customer reported to beckman coulter, inc. (Bec) that the cap of a bottle of synchron cx 3 glucose oxidase reagent cartridge they received came off. Customer reported that approximately 500ml was spilled. Customer reported that the box contained all the fluid but the fluid caused all the labeling to become illegible and to peel off. Customer reported that erroneous results were not generated. There was no report of any adverse event or injury requiring medical intervention or patient treatment.

Manufacturer narrative:
(B)(4).